Event description:
Written report received states, "leakage. Flow resrtictor connection to patient. From hub attachment from line." Reported condition observed during storage after 7 days. Per reporter device leaked into the overpouch thus resulting in no exposure to anyone. Reporter states that no one required any medical intervention as a result of the reported condition. Device contained 5 fluorouracil 2800 mg and normal saline for a total fill volume of 84 ml. Reporter further states that the medications were not filtered when compounded.